Manufacturer narrative:
Patient identifier not available from the site. Event problem and evaluation: on 15-dec-2015, a medtronic representative went to the site to test the equipment and found that the umbilical cable was causing communication issues. The umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The cable assembly was returned to the manufacturer for evaluation and was found to be physically damaged during visual inspection. Unable to duplicate reported issue; connector j2 had broken wires. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that the imaging system displayed the ¿image frame rate¿ error message during a spinal fusion procedure. The surgeon was able to acquire images, and the procedure was completed with the use of the imaging system. There was no reported delay to the procedure due to this issue, and no impact on patient outcome.